Manufacturer narrative:
The device was received in an opened pouch. A visual inspection performed and no abnormality was observed. In addition, no black spot was found in or on the cassette. Underwater pressure test was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (a black spot) was found on a homechoice cassette. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.